Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a right ventricular lead revision procedure (related manufacturer reference number: 2017865-2020-09707). During pre-operation check, lead noise was observed on the atrial lead. On (B)(6) 2020, the atrial lead was capped and replaced successfully. The patient was reported to be in stable condition.

Event description:
New information received stated that the atrial lead also exhibited oversensing from the lead noise.